Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, a sudden elevation in the pump's power consumption occurred. The patient was admitted to the hospital from (B)(6) 2016 to (B)(6) 2016 due to device malfunction. Pump thrombosis was suspected. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported power elevations and respiratory failure could not be conclusively determined. The patient remains ongoing on vad support; therefore, no product was available for investigation. Device thrombosis and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.